Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: this patient has two model 3186 leads from the same lot. It was reported that the patient experienced ineffective stimulation due to autoreducing and high impedances. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient is scheduled to undergo surgical intervention at a later date to have their lead explanted and re-implanted with a competitor product.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their system explanted.